Event description:
The facility reported that the patient was lifted from the bed and placed into the shower chair. The hand control was used to move the patient from the reclined to an upright position when the patient's genital was pinched/ the patient sustained a skin tear and bruising. The injury was cleaned and dressed with a bandage. Medicine was given for pain.

Manufacturer narrative:
An arjo investigator examined the device and found it to be good condition. There were scuff marks on the sides and some minor scratches over all. The back and seat mattresses were stained and/or discolored. The device was not functional at the time of the examination. The hand control was inoperative and an internal service order had been placed for repair. According to the staff interviewed, the shower chair was working up until about a week prior to the examination in 2009. Based on the information provided, the manufacturer has concluded that the root cause of this incident is most likely related to user error. The facility was notified on correct and safe use of the device through a safety advisory notice issued on 09/24/2007. The manufacturer recommends retraining of device operators to the product care and operating instructions and to the safety advisory notice.